Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system turned off during a power failure prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
A review of the system's event log shows there was also one (1) instance of sm - [backup power temporarily unavailable. Battery is recharging. System will shut down immediately if ac power is lost.] And ten (10) instances of sm - [backup power unavailable. System will shut down immediately if ac power is lost.] Since (B)(6) 2018. Although the batteries were found to be discharged, the customer was informed twelve (12) times before the date of the reported event that the system would shut down immediately if ac power was lost, and that backup battery power was unavailable. The batteries were not replaced before the date of the reported event. The root cause of the reported event can be attributed to sm instructions not being followed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The company service representative found system message (sm) [battery is missing, disconnected or discharged (open or shorted cells).] And that the backup batteries were discharged, which disabled the system from staying powered on during a power failure. The company service representative replaced the batteries. The system was then tested and met all product specifications. The system was manufactured on october 31, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the discharged batteries. The manufacturer internal reference number is: (B)(4).